Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Performance testing confirmed that the device failed to complete its internal self-test. During the investigation, it was also found that the expiratory flow sensor was not delivering any measurable flow. It was determined that the device failure to complete its internal self-test and the flow sensor failure were due to an isolated component failure in the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.